Event description:
A customer contacted baxter (B)(4) regarding the home choice (hc) display saying dwell 30/73. The technical service representative (tsr) explained to the home patient (hp) that the hc somehow changed programming to tidal therapy at 5%. The tsr assisted the hp to end therapy and advised them to contact their nurse to adjust the programming. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for the program being changed by the device was confirmed on the phone; however, no root cause could be determined. During a follow-up with the customer they stated they brought the homechoice (hc) machine to their nurse after talking with the technical service representative (tsr), and the nurse reprogrammed the device. The customer stated the device has been working fine ever since. The customer stated their health was not impacted as a result and has continued on with his pd therapy.